Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2017-00947 1. Section h. Box 6. Results code 1.

Manufacturer narrative:
Please note that this complaint is associated with field corrective action (fca)#: 3005168196-06-2017-014-r. Results: the psr3d¿s core wire was fractured approximately 199.1 cm from the proximal end, the wrapping wire was unraveled, and the psr3d tip was fractured off the pusher wire. Conclusions: evaluation of the returned psr3d revealed the core wire was fractured, and the wrapping wire was unraveled. Fracture of the core wire typically occurs due to forceful retraction of the psr3d against resistance. If the psr3d is further manipulated after the core wire breaks, the wrapping wire may become unraveled, and the psr3d tip may become separated from the pusher wire. The root cause of the reported resistance while retracting could not be determined. The neuron max had no visible damage and had a 0.088¿ mandrel advanced and retracted through it without issue. Penumbra psr3ds and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician placed a neuron max within the common carotid artery (cca), and then delivered a penumbra system ace 68 reperfusion catheter (ace68) to the internal carotid artery (ica) and a velocity delivery microcatheter (velocity) distal to the thrombus into the m2 segment. Next, the psr3d was advanced through the velocity to the distal tip before the velocity was removed from the patient to unsheath the psr3d. After waiting five minutes, the physician attempted to retract both the ace68 and the psr3d together during aspiration; however, the physician experienced resistance and therefore, stopped retracting the devices. The physician then attempted to retract the devices again, and felt the psr3d break off in the patient. The psr3d was still connected to its wire, however, the wire began to unwind upon retraction as the psr3d stayed in place. The physician removed as much of the wire that was able to be removed, then removed the neuron max and the ace68, before cutting the wire at the groin and leaving the psr3d and the remainder of the wire in the patient. After the procedure, the mca remained occluded and the patient's nihss went from 11 to 14.